Event description:
A 7 years post implantation, the pt was revised due to infection. All components were revised.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report - description: trident hemispherical cluster hole shell, cat #502-11-56f, lot #17565701; description: accolade plus tmzf hip stem #4, cat #6021-0435, lot #17774501; description: 32mm +4 v40 taper vit head, cat #6260-5-232, lot #12401401. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Device history records for the specific lots indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the sterility records showed that all sterile lots were within spec. A review of the complaint history database shows that there have been no similar reported events for the subject lot codes. Add'l info has been requested and if received, will be provided in a supplemental report.